Manufacturer narrative:
The customer¿s experience with high rate of dim displays was confirmed on 72 out of 72 returned display boards. Risk assessment dir: 10000285368 notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (B)(4) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). There was no report of patient involvement.

Event description:
The customer reported that the display on the pump module has missing or dim segments, and was identified in the biomedical engineering department. There was no report of patient involvement.